Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6) medical center". H3: one pump was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection showed the top case is chipped/cracked in front corners and the bottom case is missing part of the seal. The event history log was reviewed. Functional testing showed the force sensor is out of spec. The force sensor was recalibrated, cleaned, and greased. Additionally, the main board was replaced due to a non-OEM supercap. The battery was replaced due to a battery not working alarm. The casing was also replaced.

Event description:
It was reported that the device had a sensor failure. Per reporter, the event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.